Event description:
It was reported that a balloon rupture occurred. The target lesion was very severe. A 10mmx3.25mm and 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation. It was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft. A kink in the polymer extrusion was located 24.5cm from the tip of the device. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. Blood was noted inside the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Dried and solidified contrast media could be seen in the polymer extrusion. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Functional testing revealed that when using an encore inflation unit an attempt was made to inflate the balloon. The balloon could not be inflated. The device was soaked overnight in the waterbath at 37 degrees, but the inflation was still unsuccessful.

Event description:
It was reported that a balloon rupture occurred. The target lesion was very severe. A 10mmx3.25mm and 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation. It was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.